Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged the battery compartment was cracked. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box data dates from (B)(4) 2018¿(B)(4) 2018. The black box showed no evidence of short battery life on the complaint date. There was evidence of partially discharged batteries being installed after the complaint date. A visual inspection of the pump showed the battery compartment was cracked at the threads and below the grip pad. No evidence of moisture contamination was observed inside the battery compartment. The returned battery cap had stripped threads and was unable to fully tighten to the pump; the pump intermittently powered on with the returned cap. The current draws were found to be within specifications. The pump cover was removed and no evidence of moisture or loose components were observed. The complaint of a battery life issue was not duplicated during investigation.